Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp. However, the gettinge field service engineer (fse) was able to confirm that there was no issue with the unit. Not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a helium issue. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involved. However, no adverse event reported.